Event description:
It was reported that a small volume folfusor had the bladder rupture. This occurred during filling with nacl 0.9%. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
Complaint no: (B)(4). Evaluation summary: baxter received one sample for evaluation. Visual inspection noted a ruptured bladder. The ruptured bladder was microscopically examined and markings located on the exterior surface of the bladder were observed near the rupture line. The cause of rupture could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been initiated to investigate the rupture. Should additional relevant information become available, a supplemental report will be submitted.